Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a keypad failure. The customer's blood glucose was normal and did not require medical attention. Troubleshooting was not performed on the insulin pump. The insulin pump will be returned for analysis.